Event description:
It was reported that the pt underwent a right carotid artery stent procedure. While the accunet filter was deployed, the pt became confused and experienced lue weakness; there was a right hemispheric ischemic stroke. No device malfunction was reported. This event resulted in new prolonged hospitalization; however, the outcome of the pt's condition improved.